Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave 31 mm during preparation to treat a persistent atrial fibrillation (a fib), this is considered off-label use, the device had some white marks. When taking the catheter from the package, was observed white marks on the catheter slider, part of it was dirty but it was just opened. We still used it without any issue. Procedure successfully completed using original method and/or device. The catheter was disposed. No patient complications occurred.

Event description:
It was reported that a farawave 31 mm during preparation to treat a persistent atrial fibrillation (a fib), this is considered off-label use, the device had some white marks. When taking the catheter from the package, was observed white marks on the catheter slider, part of it was dirty but it was just opened. We still used it without any issue. Procedure successfully completed using original method and/or device. The catheter was disposed. No patient complications occurred.

Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. There was a picture provided, and it and it is possible to observe the flush tubing with some white marks but not in the slider.